Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct mucosa. According to the complainant, during the procedure, the working channel sleeve protruded. When the physician attempted to turn the spyscope ds device to the right, the protruding working channel sleeve would get caught in the bile duct mucosa. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual evaluation was performed. The catheter demonstrated signs of use. As received, the working channel sleeve protruded. Working channel sleeve protrusion remained consistent when the knobs were turned in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the wcs braid remaining attached to the pebax, appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct mucosa. According to the complainant, during the procedure, the working channel sleeve protruded. When the physician attempted to turn the spyscope ds device to the right, the protruding working channel sleeve would get caught in the bile duct mucosa. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. Corrected information noted on (B)(6) 2018. A spybite was inside of the spyscope ds when the working channel sleeve protruded and there were no reported issues with the spybite.